Manufacturer narrative:
Unknown date in 2018. 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an orthopedic procedure on (B)(6) 2018. The patient was implanted with expert anterograde femoral system (a2fn). After the surgery, an x-ray was taken on (B)(6) 2018, and revealed a broken nail. Patient consequence is unknown. Concomitant devices: unknown hip screw (part# unknown, lot# unknown, quantity# 2). Unknown locking screw (part# unknown, lot# unknown, quantity# 2). This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint is confirmed as we are able to confirm complaint description (nail breakage) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had fallen out of bed post-operatively. Revision surgery was performed due to the broken nail, however, the procedure was performed at a different facility and details are unknown.